Event description:
The customer reported that the spectrum pump displayed constant upstream occlusion alarms. The customer reported that there was no patient injury. The alarms occurred when a clinician was attempting to program an infusion on the "atu" floor. No further information was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.